Event description:
It was reported that the field representative called for review of two stored events that were not appropriate. Technical services reviewed and found the device is programmed to alternate 1x gain and smart pass is on. Review of both of the episodes found the amplitude signal is very good and clean however, at the point of detection, the signal goes rail to rail and is jumping causing an inappropriate stored atrial fibrillation (af) episode that was not treated. Additionally, the other episode revealed noise however, it was not sensed. The plan is to have the patient evaluated in the clinic. The field representative did request for engineering analysis. Analysis found shock lead impedances have been stable since implant, ranging from 50 ohms to 80 ohms consistently. Over the past month, sli measure 672 ohms. The patient was seen in the clinic and with all aggressive maneuvers performed, the noise could not be reproduced. The device was programmed to secondary due to possible sense b issue. A chest x-ray was recommended. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of two stored events that were not appropriate. Technical services reviewed and found the device is programmed to alternate 1x gain and smart pass is on. Review of both of the episodes found the amplitude signal is very good and clean however, at the point of detection, the signal goes rail to rail and is jumping causing an inappropriate stored atrial fibrillation (af) episode that was not treated. Additionally, the other episode revealed noise however, it was not sensed. The plan is to have the patient evaluated in the clinic. The field representative did request for engineering analysis. Analysis found shock lead impedances have been stable since implant, ranging from 50 ohms to 80 ohms consistently. Over the past month, sli measure 672 ohms. The patient was seen in the clinic and with all aggressive maneuvers performed, the noise could not be reproduced. The device was programmed to secondary due to possible sense b issue. A chest x-ray was recommended. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have migrated and the electrode was fractured. Subsequently, the system was explanted and replaced successfully. They system is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of two stored events that were not appropriate. Technical services reviewed and found the device is programmed to alternate 1x gain and smart pass is on. Review of both of the episodes found the amplitude signal is very good and clean however, at the point of detection, the signal goes rail to rail and is jumping causing an inappropriate stored atrial fibrillation (af) episode that was not treated. Additionally, the other episode revealed noise however, it was not sensed. The plan is to have the patient evaluated in the clinic. The field representative did request for engineering analysis. Analysis found shock lead impedances have been stable since implant, ranging from 50 ohms to 80 ohms consistently. Over the past month, sli measure 672 ohms. The patient was seen in the clinic and with all aggressive maneuvers performed, the noise could not be reproduced. The device was programmed to secondary due to possible sense b issue. A chest x-ray was recommended. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have migrated and the electrode was fractured. Subsequently, the system was explanted and replaced successfully. They system is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.